Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton camera failed to provide an image as soon as the stat was put on the unit. A delay in the procedure of less than 30 seconds occurred as an adult sized blade was obtained. No harm to patient or user was reported.